Event description:
It was reported that the micro sagittal saw was sent for evaluation. Upon evaluation at the manufacturer, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
During functional testing the handpiece was observed to run on its own. The sockets were observed to be corroded. Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion on the sockets and in the motor assembly could cause or contribute to the handpiece running on its own and/or not running.